Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele and stress urinary incontinence. The patient experienced pain, erosion, bleeding, infection, urinary problems, and recurrence. It was reported that patient underwent partial explant on (B)(6) 2010 due to erosion and pain. The patient had cystolitholapaxy on (B)(6) 2011 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of cystoscopy and anterior repair performed during mesh implantation. No additional information was provided.